Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected field: h6- investigation conclusions. The defective components were received for further investigation. The failure analysis and testing dept. Received the parts with a reported unit failure of excessive saline found on the printer board. The fat performed a visual inspection and found the part to have signs of a saline spill on it. Fat will not test due to the risk associated to the test fixture. Confirmed the reported issue but no root cause defined. Retained the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
Updated fields - b4,d9,e1(event site postal code - 6008),g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,component code,investigation conclusions,h10. A getinge field service engineer (fse) attended the site and located the system to repaired, dismantled the unit and refitted new cardiosave printer. Reassembled the unit and tested unit to getinge specifications. The unit was returned back to service fully functional. See spt report for more details.

Event description:
N/a.

Event description:
It was reported that during inspection once the software update was complete, the cardiosave intra-aortic balloon pump (iabp) was found to have excessive saline on the printer board. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.